Manufacturer narrative:
UDI number: (B)(4). The handle was mechanically tested by the calibration supplier prior to being recalibrated. The device was altered during the recalibration process, so an evaluation cannot be conducted. Therefore no results are available and no conclusions could be drawn. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a torque limiting handle was found outside of the adequate performance specification at calibration. This was detected outside of surgery; there is no specific surgery or patient associated with this event.